Event description:
A report was received that following a non device related fall the patient started experiencing overstimulation at the ipg site. Patient's database was analyzed and no anomalies were found, the device is working as expected. The physician opened up the pocket site and found no abnormalities. The physician implanted two lead extensions which didn't resolve the issue. The patient is scheduled to undergo another pocket revision to resolve the reported complaint.

Event description:
A report was received that following a non device related fall the patient started experiencing overstimulation at the ipg site. Patient's database was analyzed and no anomalies were found, the device is working as expected. The physician opened up the pocket site and found no abnormalities. The physician implanted two lead extensions which didn't resolve the issue. The patient is scheduled to undergo another pocket revision to resolve the reported complaint.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-2218-70 serial: (B)(4) and (B)(4), description: linear st lead, 70cm; model: sc-3138-35, serial: (B)(4) and (B)(4), description: scs phiii ext 35cm. Additional information was received that a field clinical engineer believed there was a lead fracture and that lead to a revision surgery. The patient had two leads and two extensions replaced. Device evaluation indicated that the leads and extension leads passed visual and photographic imaging tests performed. Leads and extensions exhibit normal device characteristics. The complaint that the patient was feeling a shocking sensation at the implant site could not be confirmed.